Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The device was received fully deployed. During the investigation fluid was visible on the reservoir, and corrosion was observed on the pcb assembly and the mechanism rails. Due to the presence of corrosion, a leak test was conducted and an internal leak was observed in the unexposed portion of the soft cannula. This leak diverted fluid from the intended fluid path and caused fluid to accumulate in the pod and resulted in the observed fluid and corrosion. This leak is confirmed to have caused improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.